Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced occasional undersensing during detected episodes of bradycardia. It was noted that the icm was at end of service (eos). The icm remains in use. No patient complications have been reported as a result of this event.